Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a "system failure" alarm and shutdown. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative replaced the drive manifold (part number: (B)(4)). The iabp was tested to factory specification. It functioned normally and was returned to the customer.